Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that during testing on a sterile table, the device did not inflate. Another device was used to complete the procedure successfully. Possible lots: p3l0457x or p3m0427x.